Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occurred approx 9 years ago. Examination was not possible, as the product was not returned. The investigation was limited to the information provided, as the lot number required to review the device history records was not provided. The complaint is non-verifiable and the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the products and/or any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address lateral ankle pain.